Manufacturer narrative:
Event date: exact date of ipp explanting procedure due to infection is unknown. This report is for the same patient procedure as manufacturer report: 2124215-2022-16153.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to implant a new aus system. The physician communicated that previous implanted aus and a implantable penile prosthesis (ipp) had previously been removed due to an infection with the implanted ipp. No further information was reported. This report is for the ipp.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to implant a new aus system. The physician communicated that previous implanted aus and a implantable penile prosthesis (ipp) had been removed removed due to an infection with the implanted ipp. There were no further complications following the recent implanted aus device procedure. This report is for the ipp.

Manufacturer narrative:
Event date: exact date of ipp explanting procedure due to infection is unknown. This report is for the same patient procedure as manufacturer report: 2124215-2022-16153.